Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: review of the black box data revealed records of unexplained power on reset. There was no moisture or corrosion noted in the battery compartment. The battery compartment was confirmed to be cracked. A battery cap was not returned for investigation; a test cap was used to complete the investigation and fit properly to the pump and maintained electrical connection. On investigation the pump powered on per normal operation and was exercised for 24 hours without any interruption in power. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components. Investigation did not duplicate the "intermittent power" complaint. Unrelated to the original complaint, the display was noted to be dim/faded and discolored.